Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal due to injury") in a female patient who had essure inserted for contraception. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal due to injury") in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ stabbing pain in left side/ severe constant pain') in a 37-year-old female patient who had essure (batch no. 528430-not valid, 628430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included dicycloverine hydrochloride (bentyl) since 2014, fluconazole since 2016 and omeprazole since 2014. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: severe ibs") and gastrointestinal pain ("gastrointestinal or digestive system condition type: colon spasms/ spasming colon"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),/abnormal bleeding abnormal bleeding,"), allergy to metals ("allergic or hypersensitivity reaction type: allergic to metal in device/ nickel allergy"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:/infection (other) describe: yeast/ vaginal infection/"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bacterial infection ("infection (other) describe: bacterial"), depression ("psychological or psychiatric problems condition: severe depression due to psychological or psychiatric problems condition: severe depression due to psychological or psychiatric problems condition: severe depression due to constant pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdomen pain"), back pain ("lower back pain"), abdominal distension ("bloating"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abscess ("abscess") and was found to have weight increased ("weight gain / loss specify which one: weight gain,") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy and removal bilateral fallopian tubes and essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, allergy to metals, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, bacterial infection, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, gastrointestinal pain, abdominal pain, back pain, abdominal distension, hormone level abnormal, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia and abscess outcome was unknown. The reporter considered abdominal distension, abdominal pain, abscess, allergy to metals, back pain, bacterial infection, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: as mention surgery (other) not specified discrepancy removal date: (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion physician informed plaintiff that her tubes were occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received: lawyer was added. Abscess was added as a event. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ stabbing pain in left side/ severe constant pain') and genital haemorrhage ('abnormal bleeding (general),/abnormal bleeding abnormal bleeding,') in a 37-year-old female patient who had essure (batch no. 528430, 628430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included dicycloverin hydrochloride (bentyl) since 2014, fluconazole since 2016 and omeprazole since 2014. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: severe ibs") and gastrointestinal pain ("gastrointestinal or digestive system condition type: colon spasms/ spasmin colon"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type: allergic to metal in device/ nickel allergy"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) hyperinfection (other) describe: yeast/ vaginal infection/ "), female sexual dysfunction ("paramenia (inability to have sexual intercourse),"), bacterial infection ("infection (other) describe: bacterial"), depression ("psychological or psychiatric problems condition: severe depression due to psychological or psychiatric problems condition: severe depression due biopsychological or psychiatric problems condition: severe depression due to constant pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdomen pain"), back pain ("lower back pain"), abdominal distension ("bloating"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain / loss specify which one: weight gain,") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy and removal bilateral fallopian tubes and essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, allergy to metals, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, bacterial infection, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, gastrointestinal pain, abdominal pain, back pain, abdominal distension, hormone level abnormal, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, bacterial infection, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion physician informed plaintiff that her tubes were occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs+mr received. Lot number added. New events: hormonal changes describe, abnormal bleeding (general), allergic or hypersensitivity reaction type: allergic to metal in device, infection (bladder/ urinary tract/vaginal) type: uti & vaginal, paramenia (inability to have sexual intercourse), infection (other) describe: bacterial & yeast infections, psychological or psychiatric problems condition: severe depression due to constant pain, bladder or urinary problems or changes, migraines / headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: severe ibs & colon spasms, abdominal pain, lower back pain and bloating were added. Outcome for pain added. New reporters, plaintiffs information added. Concomitant conditions,drugs and lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ stabbing pain in left side/ severe constant pain') in a 37-year-old female patient who had essure (batch no. 528430-not valid, 628430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included dicycloverine hydrochloride (bentyl) since 2014, fluconazole since 2016 and omeprazole since 2014. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: severe ibs") and gastrointestinal pain ("gastrointestinal or digestive system condition type: colon spasms/ spasming colon"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),/abnormal bleeding abnormal bleeding,"), allergy to metals ("allergic or hypersensitivity reaction type: allergic to metal in device/ nickel allergy"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:/infection (other) describe: yeast/ vaginal infection/"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bacterial infection ("infection (other) describe: bacterial"), depression ("psychological or psychiatric problems condition: severe depression due to psychological or psychiatric problems condition: severe depression due topsychological or psychiatric problems condition: severe depression due to constant pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdomen pain"), back pain ("lower back pain"), abdominal distension ("bloating"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abscess ("abscess ") and was found to have weight increased ("weight gain / loss specify which one: weight gain,") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy and removal bilateral fallopian tubes and essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, allergy to metals, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, bacterial infection, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, gastrointestinal pain, abdominal pain, back pain, abdominal distension, hormone level abnormal, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia and abscess outcome was unknown. The reporter considered abdominal distension, abdominal pain, abscess, allergy to metals, back pain, bacterial infection, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: as mention surgery (other) not specified discrepancy removal date : (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion physician informed plaintiff that her tubes were occluded. Lot # 528430 is invalid. Lot number: 628430 manufacturing date: 2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of ptc(product technical complaints). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ stabbing pain in left side/ severe constant pain') and genital haemorrhage ('abnormal bleeding (general),/abnormal bleeding abnormal bleeding,') in a 37-year-old female patient who had essure (batch no. 528430-not valid, 628430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included dicycloverine hydrochloride (bentyl) since 2014, fluconazole since 2016 and omeprazole since 2014. On an unknown date, the patient had essure inserted. In 2009, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: severe ibs") and gastrointestinal pain ("gastrointestinal or digestive system condition type: colon spasms/ spasming colon"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type: allergic to metal in device/ nickel allergy"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:/infection (other) describe: yeast/ vaginal infection/ "), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bacterial infection ("infection (other) describe: bacterial"), depression ("psychological or psychiatric problems condition: severe depression due to psychological or psychiatric problems condition: severe depression due topsychological or psychiatric problems condition: severe depression due to constant pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdomen pain"), back pain ("lower back pain"), abdominal distension ("bloating"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have weight increased ("weight gain / loss specify which one: weight gain,") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy and removal bilateral fallopian tubes and essure coils). Essure was removed. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, allergy to metals, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, bacterial infection, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, gastrointestinal pain, abdominal pain, back pain, abdominal distension, hormone level abnormal, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, bacterial infection, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Physician informed plaintiff that her tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ stabbing pain in left side/ severe constant pain') and genital haemorrhage ('abnormal bleeding (general),/abnormal bleeding abnormal bleeding,') in a 37-year-old female patient who had essure (batch no. 528430-not valid, 628430) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included dicycloverine hydrochloride (bentyl) since 2014, fluconazole since 2016 and omeprazole since 2014. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: severe ibs") and gastrointestinal pain ("gastrointestinal or digestive system condition type: colon spasms/ spasming colon"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type: allergic to metal in device/ nickel allergy"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type:/infection (other) describe: yeast/ vaginal infection/"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bacterial infection ("infection (other) describe: bacterial"), depression ("psychological or psychiatric problems condition: severe depression due to psychological or psychiatric problems condition: severe depression due topsychological or psychiatric problems condition: severe depression due to constant pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdomen pain"), back pain ("lower back pain"), abdominal distension ("bloating"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain / loss specify which one: weight gain,") and hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy and removal bilateral fallopian tubes and essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, allergy to metals, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, bacterial infection, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, gastrointestinal pain, abdominal pain, back pain, abdominal distension, hormone level abnormal, bladder disorder, urinary tract disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, bacterial infection, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: as mention surgery (other) not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion physician informed plaintiff that her tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet received and new event abnormal bleeding (vaginal, menorrhagia) were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.